Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare (B)(4) and was visually inspected. The expiratory limb was received with the proximal connector detached so a pressure test could not be performed. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked. No other damage was observed to the breathing circuit. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we were unable to determine what has caused the collar to crack, however based on previous investigations the crack is most likely due to the connector being in contact with a chemical solution, resulting in environmental stress cracking. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged during use. The user instructions that accompany the rt266 state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that they found a crack in the collar on the expiratory limb of an rt266 infant dual-heated evaqua2 breathing circuit after three days of use. No patient consequence was reported.